Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton is coming apart inside of me- vagina [foreign body in reproductive tract], cotton is coming apart [device breakage] , when I go to change my tampon, the cotton is coming apart inside of me [complication of device removal] . Case narrative: consumer reported via e-mail that the cotton is coming apart inside. No serious injury reported.

Event description:
Cotton is coming apart inside of me- vagina [foreign body in reproductive tract]. Cotton is coming apart [device breakage]. When I go to change my tampon, the cotton is coming apart inside of me [complication of device removal]. Case narrative: consumer reported via e-mail that the cotton is coming apart inside. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.